Event description:
Per the clinic, the device was explanted (date not reported) due to an unknown reason.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6) as previously reported. Per the clinic, the patient developed an infection at the implant site. After the explant surgery on (B)(6) 2024, the patient was admitted to the hospital for two nights. The patient was then administered with IV and oral antibiotics (specific date and duration not reported). The infection has been resolved and the patient was re-implanted with another cochlear device on (B)(6) 2025.

Manufacturer narrative:
Device analysis report attached.